Event description:
According to the reporter, during a laparoscopic exploration procedure, the surgeon sutured the skin to close the incision and used absorbable sutures to close the superficial subcutaneous tissue and stop the bleeding. When placing the first stitch, the surgeon discovered that both the thread and needle had completely broken, and the needle was missing. No visible needle was found at the incision site, so another absorbable suture was used for the intradermal closure. When suturing the second stitch, the needle and thread broke again. A thorough search was conducted, but the needle could not be located. An x-ray and ultrasound revealed that the needle was still lodged in the subcutaneous tissue of the wound. The skin was reopened, and the broken suture was fully removed. The surgeon then replaced it with a different type of synthetic absorbable surgical suture to close the skin. The surgical time was extended by not more than 30 minutes, and extended anesthesia time.

Manufacturer narrative:
D10 concomitant medical product: sl-691, sl-691 polysorb* 4-0 und 75cm c13 x36, (lot #d2m1516fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.